Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned. On the day of the complaint, log review showed the aortic placement signal adopt a widened waveform (looking ventricular) with impella position unknown alarms. Shortly after, a placement signal adjustment was applied, which shifted the placement signal down below zero. This was followed by suction and then the placement signal monitoring was disabled. For the next two weeks, there are times that the placement signal intermittently goes in and out of range. Gain, light, and lamp are stable throughout the case. Contrast is low and the signal-to-noise ratio has a wide range with the minimum under spec. Given the log review, it appears that the issue is not a hard sensor failure. However, the root cause of the optical signal issue related to the pump was not determined since product was not returned and insufficient clinical details were provided. Its apparent that console may also be the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the patient on impella 5.5 support had a placement signal alarm. Impella was in good position. The patient had appropriate flow and placement signal audio was disabled. The pump was eventually weaned and explanted. No patient harm has been reported.